Event description:
It was reported that the customer had a button error on the insulin pump. Insulin pump will need to be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. Drive support disk was inspected and no anomaly was noted. Insulin pump delivered all test boluses completely, no bolus anomaly noted. Insulin pump had minor scratches on lcd window, cracked display window corners; battery tube threads cracked and cracked reservoir tube lip.